Event description:
Device evaluation: when the device returned to the manufacturing facility, it was confirmed that the device was used approximately 6 months post expiry, however, medtronic has data on file to support sprinter accelerated age shelf life of 3 years. As the device was used within 3 years, the use of the product beyond the labeled expiration date had no impact on the event. Only the hypotube, which was bent, wavy and kinked distal to the strain relief, was returned. The core wire was also kinked. There was no evidence of contamination on the hypotube. There was no trace evidence of the location of the hypotube bond. The failure mode was a clean pullout - no traces of transition tubing on the hypotube and the detachment was not due to a break/detachment of the transition tubing. Cine image review: the procedural images were reviewed by the clinical team and confirm a lesion in the mid lad. Pre-dilations and the subsequent stent deployment show non-uniform balloon expansion and sub-optimal stent deployment. A balloon rupture is evident during the pre-dilations, all of which indicates a calcified and resistant lesion. The images may indicate that the sprinter balloon may have caught on the deployed stent during post-dilation and, following a degree of force, has detached.

Manufacturer narrative:
(B)(4). Evaluation: results: (device evaluation pending).

Manufacturer narrative:
Results: patient condition affected effectiveness of the device (morphology of the lesion has most likely contributed to the complications encountered during the procedure); shelf life exceeded. Conclusion: device failure/lack of effectiveness related to patient condition (morphology of the lesion has most likely contributed to the complications encountered during the procedure).

Event description:
The physician was attempting to use a 3.0 mm diameter x 12 mm length sprinter rx balloon dilation catheter to treat a lesion in the mid lad with 80% stenosis. The pt was undergoing an angioplasty procedure when the shaft of the catheter gave way while the physician was withdrawing the balloon. The distal part of the balloon was left behind in the vessel and the physician was unsuccessful in its retrieval. This event occurred post stenting of the lad. Pt death occurred.